Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.